Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: it was reported that the lead was capped due to product performance issue.

Manufacturer narrative:
It was reported that this lead was capped on (B)(6) 2019 due to pacing not delivered when required, oversensing, high pacing threshold and loss of capture. No asystole the device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.